Event description:
It was reported that a new pico pump was placed on 4/17 and the patient contacted the doctor on 4/18 stating that the pump had failed. The suction would not turn back on and had all lights illuminated. The physician had to open a new pico kit and replaced the dressing and pump when the patient came back to the office on 4/21 to continue treatment. The defective pump was disposed of so it is not available for return.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. As no product could be returned, a thorough evaluation of the device could not be carried out. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to confirm a relationship between the event and the device. A root cause could not be established. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.